Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. While in recovery, the patient presented with symptoms of cardiac tamponade and a pe was noted. Pericardiocentesis was performed and the patient was expected to fully recover.